Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking where the plastic outlet fits over the first set of butterfly wings. The leak was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing facility- (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.